Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-aug-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer attempted to clean the latch connections, but the issue persisted, then replaced the latch, ran diagnostics, and verified proper operation by opening and closing the drawer multiple times, completed the final test, which passed successfully. The customer performed an inventory of the medications, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wc4ecmk_srm fridge, the storage space was not accessible. The system did not prompt the user to fail the fridge drawer and only requested that the drawer be opened; however, the latch would not release, and there was no option to fail the hardware. Users were required to shut down the system completely to clear the recovery screen, and even this action did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.